Manufacturer narrative:
The following devices were also listed in this report: triathlon total stabilizer femoral component; cat# 5512-f-701; lot# gxng, triathlon femoral distal augment - left; cat# 5541-a-701; lot# jroe, triathlon femoral distal augment - left; cat# 5541-a-701; lot# kfbp, triathlon femoral posterior augment; cat# 5543-a-700; lot# irfw, triathlon femoral posterior augment; cat# 5543-a-700; lot# gisb, triathlon fluted stem; cat# 5565-s-018; lot# m9w22a triathlon universal tibial baseplate; cat# 5521-b-700; lot# mldg, triathlon offset adapter; cat# 5570-s-040; lot# m9m48a, triathlon fluted stem; cat# 5565-s-016; lot# m9s36d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised on (B)(6) 2015 (revision 1). Surgeon reported to rep that patient experiences chronic instability as a result of being morbidly obese.